Event description:
Caller reported a malfunction on the pump, which occurred while the pump was being updated. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, but it would not reset. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.